Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are two previous complaints of this reference batch but not related to the same issue as this complaint. (B)(4) units of this batch were manufactured and distributed in the market. There are no units in stock. Received one open pouch with an unopened ampoule. The ampoule was leaking and the leakage is caused by a fissure in the ampoule. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. Actions on distributed product of this reference/batch: replace this code/batch to the end customer. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Ampoule supplier has taken measures in order to avoid this defect.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that when the package was open the package it was leaking.